Event description:
During a shoulder arthroscopy two ultravac arthrowands were reported as breaking where the shaft and hand piece meet. This caused an extended surgery of over 30 mins. The procedure was successfully completed with another ultravac arthrowand. There was no reported adverse effect to the pt.

Manufacturer narrative:
Pt info was requested but not provided. Device was not returned for investigation. The lot number was provided, and therefore, a batch record review will be performed and provided in a f/u report. The second device used in the same procedure will be reported in medwatch #2951580-2011-00103.